Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia, vomiting, confusion/disorientation, malaise treated with no treatment, hospitalization: overnight stay a blood glucose value of 298 mg/dl, and the pump is not working correctly. Troubleshooting was performed and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was not used the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 4.11c. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. 10/14/2023 07:40:46.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 1.8, bolusamountdelivered = 1.8. Please see below for the daily total of all insulin delivered on the event date 14-oct-2023 in the pump history file. 10/15/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 10/14/2023 00:00:00.000. Dailytotalofallinsulindelivered = 16.025. Dailytotalofbasalinsulindelivered = 14.225. Dailytotalofbolusinsulindelivered = 1.8. There were no auto suspend (12) alarm noted on the pump history file. There were no user suspended alarm noted on the event date 14-oct-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 14-oct-2023 in the pump history file. The pump passed the functional testing. No pump anomaly noted. No current code/category not confirmed. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.